Event description:
It was reported that post implant, the pulse generator was in back-up mode. An attempt to perform a download failed. The pulse generator was exposed to cautery.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received - company representative.